Manufacturer narrative:
This report is submitted on june 28, 2019.

Event description:
Per the clinic, the abutment fell out and was replaced under a general anesthetic on (B)(6) 2019. An antibiotic (IV) was administered at the time of surgery.